Event description:
It was reported that the pt's device was explanted due to infection. The pt reportedly experienced a csf leak during implant surgery. The pt has middle ear infections and extensive swelling around the implant site. The pt is being monitored. When more information becomes available, a supplemental report will be submitted.